Event description:
On (B)(6) 2013, it was reported that the down button on the pt's infusion device was not functioning. The pt stated that the device had displayed e8 (power interrupt) and e10 (cartridge error). No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
E8 and e10 were found in the history list. The pump correctly triggered the e10 error messages due to temporary step loss. This can be caused by too high friction. The pump correctly triggered an e8 error as a result of the power interrupt while the pump was in run mode.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.